Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under multiple electrodes. Sores are described as red, oozing and bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a medical professional in the hospital treated the wounds and had the patient remove the lifevest. Follow up indicated that the skin irritation is improving.